Event description:
User facility reported that the kit was unopened but the surgical scissors protruded through the packaging which caused a staff member to sustain a cut during handling of the package. No medical intervention or adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.